Manufacturer narrative:
Updated fields: d10, g4, g7, h2, h3, h4, h6, h10. DHR - there is no indication that the production process may have contributed to this complaint. Failure analysis - the battery was changed, the charging circuit was checked, the unit was cleaned, and a 24 hour continuous test was performed. Testing was performed and the monitor was found to meet all specifications. Based on the analysis conducted, the complaint could not be confirmed. The root cause is undetermined and was unable to be confirmed in the complaint evaluation.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
2 of 3 reports: other mfg report numbers: 1226348-2020-00148 and 1226348-2020-00150. A facility reported the icp express - monitor (ID 826635 - icp express, 220 volt) showed negative readings: a cerelink sensor was implanted, and after a few minutes the icp express monitor showed -99 mmhg. The customer changed the monitor but got an error message that the sensor can't be zeroed. Sensor was removed and an additional three were implanted with the same results. A total of four were used and removed, but only one was kept. The lot numbers are unknown. Monitoring was discontinued. No patient harm.